Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The act button was unresponsive. His blood glucose level was 244 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a corroded lcd board. The pump also had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.